Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The device history was investigated. Based on the device logs could detected, that on day of occurrence were done a implausible setting. It was engaged a syringe filled with approx. 17ml and a vtbi of 50ml was set. The therapy was started as a pca-therapy at 10:09am. Ongoing therapy three times a bolus was requested. As basal rate it was adjusted 2ml per hour. At 3:37pm a pre alarm due to syringe near empty occurred. Three minutes afterwards the infusion was stopped automatically due to syringe empty. Based on history logs during therapy was a total volume of 17ml delivered. During the visual investigation no damages could be detected. All cover caps were on the screw pillars as well as the sealing of a technician on the lower housing part. For the functional investigation the device fulfills the self test with a positive result. A syringe could be recognized by the pump and it was possible to select the correctly syringe in the pump menu. It was possible to bring the pump in operation. A measurement of the delivery accuracy was performed. The value of the measurement was inside the described tolerance. The complaint could not be confirmed. All result of the investigation were with a positive result. The pump works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "over infusion." Customer information: syringe was empty too early. Programmed was an infusion time of 13.5 hrs. Syringe was empty after a time of 8 hrs.